Event description:
Complainant reports skin stripping occurred on a hip incision after an aquacel surgical dressing was removed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that a wound vac is currently being applied to the wound. No additional patient/event details have been provided to date. Should additional information be received, a follow-up report will be submitted. A returned sample is not expected for evaluation. (B)(4).